Event description:
Target was informed on 4/7/98 that while deploying 5cm of a gdc coil, it was not in the aneurysm. As the physician was retracting the coil into the catheter, it became apparent that the gdc had broken.

Manufacturer narrative:
Device discarded at the user facility, therefore, no evaluation is possible.